Event description:
It has been reported tp philips, the device has a red light, impossible to deliver shock.

Event description:
New information confirms the patient did not survive.

Manufacturer narrative:
New information received confirms patient did not survive.